Event description:
Information received from the field notes that the patient was admitted for symptoms. The patient felt the pacing pulse exce pt when programmed to 2.5v and unipolar. Measured data recorded bipolar lead impedance at <250 ohmms. The ECG showed intermittent loss of capture and oversensing.